Event description:
A customer contacted stryker to report that their device did not power on during intervention on a patient. The patient associated with the reported event did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. The device evaluation is anticipated but has not yet begun. Stryker will perform clinical review for the reported event. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not power on during intervention on a patient. The patient associated with the reported event did not survive.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and the reported issue could not be verified during the evaluation. The device was received without the battery and electrodes. Device electronic records were reviewed, which indicated that the battery installation date was october 2021, with a replacement date of october 2025. The cause of the reported issue was identified as user error as the battery was expired and not replaced after the replacement date. No error codes were recorded in the device logs, and no device malfunction was observed during the evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.stryker performed clinical review for the reported event and it was concluded that there was insufficient data within the file to determine the impact of the device use. Additional information was not provided from the customer, including the nature of the cardiac arrest, whether it was witnessed, whether CPR was performed before or during the attempted use of the device, and what the patient¿s initial rhythm was, so the device contribution is unknown.